Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.1mm vticmo12.1 implantable collamer lens, -08.00/+2.5/010 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glare/haloes.

Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found haptic broken, but there was foreign material on lens surface specified as spot. Dimensional inspection found lens was within specification. (B)(4).